Event description:
The reporter stated that the pt was implanted with the device during neurosurgery for a benign cerebellar tumor. The pt developed a mrsa (methicillin-resistant staphylococcus aureus) infection requiring that he undergo a second brain surgery. The original surgery was performed in 2007. At removal of sutures about 3 weeks later, the wound was observed to be clean, dry and intact. According to the reporter: at about 9 days later, the pt presented with a fever, redness and drainage from the incision site. During emergent surgery for placement of a lumbar subarachnoid drain, wound revision, washout and debridement, purulent fluid drained from the mesh site. Bone and scalp tissue surrounding the mesh site were noted to be clean and dry with no evidence of infection or csf leakage. The device and accompanying screws were removed and subsequent culture of tissue from the mesh area showed mrsa to be present. The pt was discharged from the hospital about one week later. Intravenous and oral antibiotic therapy was prescribed and administered at home.

Manufacturer narrative:
The MFR has been notified of the reported complaint. An investigation has been initiated based upon the reported info.